Manufacturer narrative:
The initial MDR was submitted with the incorrect lot number. The correct lot number is 6028817. The initial MDR was submitted with the incorrect device expiration date. The correct device expiration date is 12/31/2017. The initial MDR was submitted with the incorrect UDI number. The correct UDI number is (B)(4).

Manufacturer narrative:
The initial MDR was prepared in reference to crs complaint # (B)(4) and it should have been in reference to crs complaint # (B)(4). I have updated this supplemental MDR to reflect the correct crs complaint # (B)(4). A sample was returned for evaluation. It was observed that the components had become separated. The root cause was determined to be a manufacturing deficiency and is covered under CAPA 46077 including complete documentation and action plans.

Event description:
It was reported that while using the bd vacutainer® winged safety push button blood collection set, when blood procedure was done, while retracting the safety button, the whole device fell apart. The wings separated from the barrel and tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 04/01/2016 via medwatch (B)(4). Results: a sample was returned for evaluation. The returned customer sample show front rear barrel separation. Conclusion: root cause misaligned front and rear barrels leading to damaged parts allowing for the barrels to become separated upon activation. As this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that on (B)(6) 2016 while using the 23 g x .75 in bd vacutainer® winged safety push button blood collection set the safety mechanism plastic adapter "exploded". This occured when the collection was completed and they attempted to engage safety mechanism by pressing push button activation. However, there was no report of injury or medical intervention.